Event description:
The dealer stated to al that the wheel chair will stop and gets either a 8 or 9 flash, not sure. The dealer wanted to know what that was. The dealer states he hadn't seen the chair its what the customer alleges. The dealer wouldn't stay on the line. No additional information.